Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported sheath leak and blood in sheath were confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of leak and blood in sheath are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientifics investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to device design to the referenced event.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the physician reported a leaky sheath, at the hemostatic valve part. Drip of saline and blood was see. Pump was used for irrigation however at the time of procedure, the sheath 3-way stopcock was closed. No air was seen in the sheath. The leak was fixed by changing the faradrive sheath. The original faradrive dilator used. No other catheter was introduced in the sheath. No patient complications occurred. The product was received for analysis.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the physician reported a leaky sheath, at the hemostatic valve part. Drip of saline and blood was see. Pump was used for irrigation however at the time of procedure, the sheath 3-way stopcock was closed. No air was seen in the sheath. The leak was fixed by changing the faradrive sheath. The original faradrive dilator used. No other catheter was introduced in the sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.